Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the angle attachment device was overheating. It was not reported if there were any delays in the planned surgical procedure or whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date returned to manufacturer was documented as feb 17, 2006 on the initial report. It has been updated as feb 17, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all manufacture's specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, it was noted that there was minimal corrosion and a cotton like material clogging the cutter clamp shaft which is consistent with creating heat. It was determined that this was due to improper cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.